Event description:
During baxter's evaluation, a spectrum pump had delayed keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of delayed keypad response identified during baxter's evaluation, was unable to be reproduced, but was confirmed. This condition was determined to have been caused by a failed processor printed circuit board (pcb). The processor pcb was replaced.